Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the alignment tower shows signs of excessive wear/usage and the short pin had fractured inside the handle. Sem analysis of the short pin fracture on tibial alignment tower nt tower instrument assembly showed that it fractured due to bending overload. Due to a relatively featureless and flat fracture, no indications of crack initiation and crack exit sites identified on the fracture surface. A mixed mode of brittle and ductile overload mode of fracture are identified throughout the fracture surface. DHR was reviewed and no discrepancies were found. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign source- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported during kit inspection that the instrument fractured. There was no patient involvement. No adverse events have been reported as a result of the malfunction.